Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The following day, the patient was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the patient received vancomycin (2 gram, frequency and route not reported) for peritonitis. The outcome of the event was unknown. The action taken with pd therapy was unknown. Additional information was not available.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter disposable. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.